Manufacturer narrative:
It is unclear if the cause of postpartum hemorrhage was due to uterine atony or placenta accreta. The reporter noted that the patient had a cervical dilation and sharp posterior uterine curettage (d&c) and that the bleeding may have been due to a placenta accreta. It is unclear from the information provided if the jada malfunctioned or if it functioned as expected but the bleeding continued due to a placenta accreta. Out of an abundance of caution and because we cannot rule a malfunction out at this time, we are reporting this event due to the 30-day reporting deadline. If we become aware of additional information, we will supplement this report. The submission of this report is not an admission that the device caused or contributed to the reported event.

Event description:
It was reported that jada "did not work" following a hemorrhage of 1200 mls after a scheduled c-section. The reporter noted that the patient had a "cervical dilation and sharp posterior uterine curettage," "patient with possible intrauterine bleeding from accreta,'' and that the "patient may not have been a good candidate for jada use". Multiple attempts were made to obtain additional information regarding this report. No additional information has been received as of 8/19/2021.